Event description:
During follow-up, noise leading to oversensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. During revision, the cause of the noise was suspected to be due to the position of the ra lead around the device. The patient was stable and there were no adverse consequences.